Event description:
It was reported the pt does not have stimulation as she has not used or charged her ipg in about two years. It was reported the pt's ipg will be replaced. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.